Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during deployment of the angio-seal device the suture locked up. They were able to cut through the slim white tube between the device cap and the top of the sheath hub. Hemostasis was achieved with the angio-seal device even with the lock up. The patient condition was stable, and the procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 09jan2020. The procedure was a neuro angio using a 6fr sheath. A pre-deployment angiogram was performed.